Event description:
On (B)(6) 2015, a option elite ivc filter was put in my husband. It has taken my ER visits with groin and abdominal pain to realize that this device is hurting him. So I go to the (B)(6) hospital interventional radiology and ask for it to be removed. No they can't because the ordering doctor stated it's too dangerous to remove it, even when we were told it was retrievable. And the groin leg pain must be from nerve pain according to their nurse named (B)(6). I can't stop his severe, and at times abdominal pain, that even morphine does little to help. Next I contact the radiologist, dr. (B)(6), who also declined to assist with the removal of this device. I asked him why my husband has to continue with this pain and what to do next. He stated to try someone else. So I presently have requested his (B)(6) doctor to get involved. He says, "it is reasonable to get this removed for (B)(6)". So currently, I'm still waiting on word from the (B)(6) ir dept if they can help him. Was told he would need to be put on anticoagulant therapy to prevent another pe. If this device is too dangerous to remove, then the company named (B)(6) shouldn't be claiming it's retrievable. Thank you for listening.